Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely as the estimated longevity decreased one year and a half in a six month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected, confirming that the power consumption of this device has been increasing during the past year and it is expected to continue to increase. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. It is expected that the device is going to have sufficient battery capacity to support therapy during the 90 days. No adverse patient effects were reported. The device remains in service.